Event description:
At about 3 years and 6 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head with a new medacta stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 feb 2025: lot 2006788: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 18-oct-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 18 feb 2025: m-vizion 01.22.402 proximal body ø20mm l 50mm std with holes (k201471) lot 2007093: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 13-apr-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.